Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported the IV tubing infusing normal saline ruptured while inside the pump. The nurse said IV fluids were leaking out of the chamber. No patient harm reported.

Manufacturer narrative:
Correction to initial reporter address.

Manufacturer narrative:
The customer¿s report that IV tubing ruptured while inside the pump and fluids leaked was confirmed. Visual inspection observed multiple crush marks on the upper fitment, no kinks, incomplete bonding engagements, or damages to other components were observed. However while observing through the magnifying glass a cut/tear was observed in the silicone segment right at the upper fitment. No anomalies were observed in either of the extension sets during the inspection. Functional testing was performed; the set was gravity primed by attaching it to a lab IV bag filled with a blue water solution and allowing fluid to flow through the set. The blue water solution was observed leaking from the approximate 0.125 inch tear/cut in the silicone segment tubing right at the upper fitment. The cause of the leak was due to a tear in the silicone segment. The cause of the tear is unknown.